Event description:
Country of complaint: (B)(6). Knots are not holding.

Manufacturer narrative:
Manufacturing site evaluation: stock review: there are no units in OEM stock. Imported / manufactured quantity: (B)(4) units were manufactured of this code/batch. Casework: there are two similar reports about this code/batch and cause. Batch record review: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Batch release results: the results during the final process inspection fulfill OEM requirements. Received samples: 3 unopened pouches. Knot pull tensile strength testing on the received samples was completed and the results fulfill the requirement of the OEM. Conclusions: the complaint is not corresponding (not justified) no action required.